Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain in female') in an adult female patient who had essure (ess205) (batch no: 621514-not valid) inserted for female sterilisation. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic hysterectomy, bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). The reporter commented: essure insertion details: both ostia were clearly visualized. The left tubal ostia were first cannulated with the essure. It was released and 3-4 coils were showing at the close of this. A second essure device was placed in the right side without complications. Similar four coils were showing at the close of its placement. Surgical pathology report: uterus, cervix and bilateral fallopian tubes: proliferative endometrium and leiomyoma; cervix with nabothian cyst and bilateral fallopian tubes with paratubal cysts. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record: "chronic pelvic pain". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain in female') in an adult female patient who had essure (ess205) (batch no. 621514-not valid) inserted for female sterilisation. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic hysterectomy, bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). The reporter commented: essure insertion details: both ostia were clearly visualized. The left tubal ostia were first cannulated with the essure. It was released and 3-4 coils were showing at the close of this. A second essure device was placed in the right side without complications. Similar four coils were showing at the close of its placement. Surgical pathology report: uterus, cervix and bilateral fallopian tubes: proliferative endometrium and leiomyoma; cervix with nabothian cyst and bilateral fallopian tubes with paratubal cysts. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record: "chronic pelvic pain". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain in female') in an adult female patient who had essure (ess205) (batch no. 621514) inserted for female sterilisation. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic hysterectomy, bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). The reporter commented: essure insertion details: both ostia were clearly visualized. The left tubal ostia were first cannulated with the essure. It was released and 3-4 coils were showing at the close of this. A second essure device was placed in the right side without complications. Similar four coils were showing at the close of its placement. Surgical pathology report: uterus, cervix and bilateral fallopian tubes: proliferative endometrium and leiomyoma; cervix with nabothian cyst and bilateral fallopian tubes with paratubal cysts. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record: "chronic pelvic pain". Quality-safety evaluation of ptc: unable to confirm complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.